Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the device will not be returned. The lot number was provided. Investigation is not yet complete. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and mildly calcified which likely contributed to the stent delivery system (sds) being unable to cross the lesion. The reported dissection is a known adverse event listed in the promus instructions for use. It was reported other devices failed to cross the lesion and it is unknown what caused the dissection; therefore, a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency.

Event description:
It was reported that the device failed to cross a tortuous, mildly calcific ramus, and no other device was able to cross. It was reported that a dissection occurred and the patient was transferred to another facility for medical management after observation. No other devices were able to cross. No information was provided as to what device caused the dissection and no clarification was provided as to specifically what is meant by "medical management". Therefore it will conservatively be considered that medical intervention was performed. No further patient effects were reported. No additional information was provided.